Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade ii with rupture". Patient later reported "hole in radius (edge)'". Patient has undergone capsulectomy. This record is for the right side. Device has been explanted.